Event description:
It was reported that the pt experienced pressure and pain at the ipg site. The physician explanted the device and replaced it with a smaller device in a new location. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.